Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse attempted an all-set-home, but error 4223 was regenerated. The fse found a broken wire on sensor (s126) of the pib board that was causing the issue. The fse resoldered the wire and resolved the issue. The fse verified the resolution by running quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(6) through the aware date. There were no similar complaints identified during the search period for error 4223. Regarding error 4224, there were two similar complaints identified during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: [4223] main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to a broken wire sensor (s126) of the pib board.

Event description:
A customer reported ¿4223 main arm z-axis home overrun and 4224 interference of dispensing nozzle z-axis of main arm¿ errors on the aia-2000 analyzer. The customer stated that prior to the errors occurring, the tip chute was overflowing and the dispensing nozzle had two tips on it. The customer removed the tips, but the dispensing nozzle would not move. The customer performed an all-set-home, restarted the analyzer, and performed a version up, but the errors persist and the arm was not moving. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.